Event description:
It was reported that the patient was experiencing frequent ipg charging. Database analysis was performed and the ipg was working as expected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.